Event description:
It was reported that a 50ml intravia container was leaking from the edges on the port. The leak was discovered by the customer upon receipt of the shipment during their order reconciliation before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection and an under water leak test were performed and a leak was observed from the port. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.